Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, noise was noted on the right ventricular lead. The patient was not symptomatic to the noise issue. Lead replacement was discussed. The physician believed that since the patient¿s ejection fraction (ef) has improved, the device can be electively removed, or they could keep the device and only replace the rv lead. No intervention has been performed yet. The patient was stable.

Event description:
New information received notes that the rv lead was explanted and replaced on (B)(6) 2019. The patient was stable throughout the event.